Manufacturer narrative:
Product analysis conclusion; the reported endoleaks and aneurysm enlargement could be confirmed on the films provided. The cva event and its potential procedural related causes were unable to be assessed on the films provided. Lack of pre-implant CT¿s did not allow for a thorough analysis of the patient¿s anatomy and post-implant CT¿s were not available for review of the endoleak. It is most likely that disease progression, with aortic neck dilatation over time was a factor in the occurrence of the type ia endoleak. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. B:5 additional information received; it was confirmed that the cva was considered to be procedural related during treatment of the pau and not associated with the endurant. It was noted that no intervention for the type ia endoleak is planned at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 55mm abdominal aortic aneurysm. A CT performed over 7 years later revealed a type ia and type ii endoleak from lumbar arteries and a sac diameter of 65mm. During the same CT, it was found the patient had a new thoracic pau (penetrating atherosclerotic ulcers (pau). The physician decided to treat the pau 3 days later. Two valiant navion stent grafts were implanted as treatment. It was reported that shortly after this procedure, the patient suffered a cerebral vascular accident (cva) and was recovering in hospital. As per the physician, the cause of the cva was uncontrollable high blood pressure. The cause of the ia endoleak was anatomy and a hostile angled aortic neck with continued dilation of the aorta. No additional clinical sequelae were provided and the patient will be monitored.